Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/metallic coiled device identified in uterine wall'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 710398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, itching, yeast infection, migraine, headache, obesity, dyslipidemia, depression and nausea. Previously administered products included for an unreported indication: zyrtec and celexa. Concurrent conditions included bleeding genital, bladder pain, frank hematuria, libido decreased, vaginal bleeding, myalgia, urinary tract disorder nos and pain in hip. Concomitant products included citalopram hydrobromide, diclofenac sodium, gabapentin, meloxicam and tramadol. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain\pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), back pain ("lower back pain"), arthralgia ("joint pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, menorrhagia, pelvic pain, allergy to metals, dyspareunia, back pain, arthralgia and dysfunctional uterine bleeding outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: four coils were placed on the on the left and three coils on the right. From mr: essure coil is bent and other is in uterus. She has recently found that one coil is bent in the fallopian tube and the other is possibly in her uterus . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, back pain, arthralgia ,dyspareunia, dysfunctional uterine bleeding, menorrhagia, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/metallic coiled device identified in uterine wall'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure (batch no. 710398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, itching, yeast infection, migraine, headache, obesity, dyslipidemia, depression and nausea. Previously administered products included for an unreported indication: zyrtec and celexa. Concurrent conditions included bleeding genital, bladder pain, frank hematuria, libido decreased, vaginal bleeding, myalgia, urinary tract disorder nos and pain in hip. Concomitant products included citalopram hydrobromide, diclofenac sodium, gabapentin, meloxicam and tramadol. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain\pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), back pain ("lower back pain"), arthralgia ("joint pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, menorrhagia, pelvic pain, allergy to metals, dyspareunia, back pain, arthralgia and dysfunctional uterine bleeding outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: four coils were placed on the on the left and three coils on the right. From mr: essure coil is bent and other is in uterus. She has recently found that one coil is bent in the fallopian tube and the other is possibly in her uterus . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, back pain, arthralgia ,dyspareunia, dysfunctional uterine bleeding, menorrhagia, uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.